Event description:
It was reported that the customer was hospitalized twice for diabetic ketoacidosis and hyperglycemia, with blood glucose readings of 530 mg/dl and over 600 mg/dl. The customer stated that she has been experiencing high blood glucose levels for the past week. The customer then stated that she uses a model mmt-387 quick-set infusion set and that she last changed her set the day of the first hospitalization. The customer also mentioned that she had a no delivery alarm on her insulin pump during the bolus. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.